Event description:
It was reported patient had three episodes of vf leading to aborted shocks. It is suspected that a lead noise was the cause. X-ray was inconclusive. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Internal abrasion was noted on the outer insulation between 53.2cm and 55.1cm from the connector pin. The cables were externalized, but the inner lumen and the etfe coating were intact. External abrasion was noted on the outer insulation of the is-1 connector leg near the distal end of the connector boot, consistent with friction to the can. The reported noise could occur if the metal filars of the sensing g coil come into contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.